Manufacturer narrative:
H3: product analysis of fc-3.5-6-3d, lotno:b115414 visual inspection/damage location details: the axium prime pusher was found bent at ~6.4cm from the proximal end. The pusher was found broken at ~153.5cm from the proximal end with the two segments retained by the inner liner and release wire. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged, and the implant coil was already detached and not returned for analysis. Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition and the already detached implant. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damage to the micro catheter or tortuous anatomy. Customer reported patient vessel tortuosity as normal, and devices were prepared per IFU. The returned axium prime pusher was found bent/broken. Customer reported no issues and no resistance within the introducer sheath during preparation; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. As the model and lot numbers were not reported, compatibility could not be assessed. The pusher was found broken and the release wire was found retracted, detaching the implant coil as intended by the detachment subassemblies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was stuck in the middle section of the catheter.  The patient was undergoing surgery for treatment of a saccular, ruptured left internal carotid artery (ica) aneurysm with a max diameter of 4mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event. It was reported that the coil was introduced after flushing into the microcatheter. Resistance was observed while pushing it into mi crocatheter. It was observed that coil was unable to go further and the coil was withdrawn. Resistance occurred in the middle section of the catheter. The coil and catheter were not damaged. The reported device and any accessory devices were prepared as indicated in the IFU. Additional information was received that the coil came out of the introducer sheath smoothly. The catheter was not a medtronic product.